Manufacturer narrative:
The customer reported that the bedside monitor was silenced for a desat alarm and the nurse walked around to suction the infant patient. When she looked, the infant was turning blue. The nurse stated that no new alarm occurred after about 1 minute when the patient's saturation rate dropped to 40 (which was below the initial alarm). We will consider this event a serious injury, as this was an hypoxic event for an infant and the nurse having silenced the earlier alarm was a factor. This alarm behavior is consistent with an alarm condition that is still present after the alarm has been acknowledged. An alarm message stays on the screen with a check mark symbol beside it, alerting the user that they have silenced an alarm condition that still remains active. If alarm reminder is configured on, you will get an audible reminder of the alarm condition that remains active, after you have acknowledged the alarm. Per the customer's biomed they do not have the alarm reminder configured, therefore, the nurse would not have heard an audible alarm sound as the patient's present alarm condition (desat) continued to deteriorate. Post incident testing by a philips field service engineer and the customer's biomed present, using a patient simulator, showed all levels of alarms, visual and audible in the monitor were alarming on command. There were no data logs available to show the alarm activity at the time of the incident, as the customer does not have a central station use model and logs from the bedside were not collected at the time of the incident. The available information supports that the monitor performed as intended.

Event description:
The customer reported that the bedside monitor was silenced for a previous desat alarm and the nurse stated that when attempting to suction the infant patient, no alarm occurred after about 1 minute when the infant's saturation rate dropped to 40.